Event description:
During the procedure, when the physician attempted to cauterize with the injection gold probe bipolar catheter, there was no power. The case was completed with a different device. There was no reported clinical consequence to the pt.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.